Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had some non-specific "spells." It was also reported that the sensing assurance feature of the implantable pulse generator (ipg) was potentially undersensing ventricular tachycardia (vt). The feature was reprogrammed and the ipg remains in use. No further patient complications have been reported as a result of this event.